Event description:
Hello, I am (B)(6) I was diagnosed with epilepsy at the age of three. I began to take medication for "my" epilepsy. When I was a on - adult. Epilepsy, it did not get any better. So at the age of middle twenty's or thirty's, my doctor thought I would be a great "candidate". At the (B)(6). For a vns therapy patient essentials by (B)(6). For the partial seizures that I was having 4 to 5 times a day. The vns therapy pt essentials implant was programmed on (B)(6) 2013. I "healed" great but then came along on (B)(6) 2017 I had a doctor's visit. "The doctor started to me" so I would need surgery because the cord was tangled. For another vns therapy pt essentials. As years passed in 2017 I began to hear messages telling me to kill myself. Then my gi tract would have a very bloating feeling. So I thought I was pregnant. So I started beating my gi tract. So after I was working at (B)(6) located in (B)(6), I could hear voices coming from my remote the honda accord. Two black females. Saying she is hired, she will be awake soon. Then after I had a bad day at work smashing the remote hearing the voices at work then two black females also watching, I work til my shift was over. I began to hear voices from my ear canal the left, right, then they had access to control my system some how. Making I take many restroom breaks doing bed time. Having headaches. Very upset stomach, when my cycle would be on for 4 days or more. Burning my nail beds, skin very dry, damaging my hair, using conditioner lots, lots to form shape of the brain or head. So as of today I cannot sleep at night burning, "I very bad threats," I will kill you. We should have never cybercrime her. She is not a mad person. On (B)(6) 2023. Vns therapy patient essential (cyberonics) zonisamide, levetiracetam, caplyta, carbamazepine, I purchased a "lively" mobile device from the walgreens located on (B)(6). After a year pasting I was burned very badly on the back of my neck. So I did make an appointment with my family doctor. It was due to the rope unclean around my neck. I did report the problem to lively, lively sent "I" a hip wear to wear on my hip, I have radiation burns on the face, whole organ.